Event description:
Description of event according to initial reporter: on (B)(6) 2025, the procedure (within the labeled indications) was performed as follows: gzsd-36-164-2 was deployed from the th11 to l4 level. Gzsd-36-82-2 was deployed from l3 to the terminal ao, connected to the gzsd-36-164-2. Zta-de-30-108-w1 was deployed proximally, with its distal end overlapping approximately 35 mm with the gzsd-36-164-2. Zta-p-34-209-w1 was deployed more proximally from zone 2, overlapping two distal stents with the zta-de-30-108-w1, and the procedure was completed. (Device position from proximal to distal) zta-p-34-209-w1 zta-de-30-108-w1 gzsd-36-164-2 gzsd-36-82-2. The physician informed the sales rep on 27jun2026 that an additional thoracic endovascular aortic repair (tevar) would be performed on this patient. Upon review of the computed tomography (CT) images, the zta-de-30-108-w1 appears to have been deployed within the gzsd-36-164-2. However, findings suggest blood flow into the false lumen, possibly originating from the proximal end of the gzsd-36-164-2. In addition, there are slight findings suggestive of a possible type iii endoleak at the overlap region between the zta-p-34-209-w1 and the zta-de-30-108-w1 (this complaint). The indication for the original procedure on (B)(6) 2025 was tevar performed to close the entry tear in a subacute type b aortic dissection with a patent false lumen. This was a so-called preemptive tevar procedure. Patient outcome: the physician informed the sales rep on (B)(6), 2026 that an additional tevar would be performed on this patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. B3) date of event is unknown but is between (B)(6) 2025 and 27jun2026. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.